Manufacturer narrative:
No device analysis results are available because the device was not returned. The investigation could not be completed as the location of the device is currently unknown. If the device is located, the investigation will be re-opened, and the device will be evaluated. The reported issue is inconclusive, and the root cause was undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.